Event description:
Reference number (B)(4) event occurred in romania. It was reported that the patient experienced an infusion set package issue on (B)(6) 2026. The infusion set was not sealed properly, appeared misshaped, and the sterile packaging was not intact. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.